Manufacturer narrative:
The reported missing retaining ring was confirmed by a manufacturer repair technician through visual inspection. A potential cause of the missing component is a manufacturing issue.

Event description:
It was reported that during testing conducted at the manufacturer facility the retaining ring of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the retaining ring of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.